Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with his adc freestyle libre. Sensor scan readings of 126 mg/dl, 79 mg/dl, and 60 mg/dl were compared to built-in meter readings of 89 mg/dl, 56 mg/dl, and 30 mg/dl. The customer further reported experiencing symptoms of weakness, sweating, and tremor. The customer indicated that he unable to self-treat due to symptoms and his wife administered fruit juice orally as treatment. There was no report of death or permanent injury associated with this event. No further treatment was reported.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the reported sensor patch and no issues were observed. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported a high readings issue with his adc freestyle libre. Sensor scan readings of 126 mg/dl, 79 mg/dl, and 60 mg/dl were compared to built-in meter readings of 89 mg/dl, 56 mg/dl, and 30 mg/dl. The customer further reported experiencing symptoms of weakness, sweating, and tremor. The customer indicated that he unable to self-treat due to symptoms and his wife administered fruit juice orally as treatment. There was no report of death or permanent injury associated with this event. No further treatment was reported.